Event description:
The reporter contacted animas on (B)(6) 2012 and stated that the keypad buttons were unresponsive after water exposure. The reporter noted moisture in the display screen and denied damage to the keypad. The patient reportedly wore the pump exterior to a garment and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4):the pump was returned with visible moisture in the display lens. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are unresponsive; investigators could not move beyond the verify screen. Investigation revealed a display lens leak and moisture inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.